Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A single available product photograph was reviewed. Image shows the reported screw lock has fractured in four separate parts. Examination found sufficient evidence to confirm breakage of the reported delta xtend screw lock. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product code.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the surgeon wanted to tighten a long screw, the screw housing broke. No surgical delay.